Event description:
Litigation alleges that patient has experienced injuries to her hip joints, including erosion of the acetabulum, femur and surrounding structures, resulting in severe pain and a limp; metallosis; fluid buildup in her bilateral hips, requiring aspirations; and pain. Patient is a resident of (B)(6). Update - report received from sales rep indicates that patient was revised (B)(6) 2012 due to metal-on-metal disease, black discolored tissue, and osteolysis. It was also noted that this is a clinical patient.

Manufacturer narrative:
Update - the complaint has been reopened because a report received from sales rep indicates that patient was revised (B)(6) 2012 due to metal-on-metal disease, black discolored tissue, and osteolysis. It was also noted that this is a clinical patient. The devices associated with this report were not returned. Review of the device history records found no related manufacturing deviations or related anomalies. A search of the complaint database found no prior reports for the metal insert part and lot number combination; one prior report for the head component part and lot number combination. However, review of the as400 system show that 36 other devices from the reported head lot have been delivered and/or invoiced and can be reasonably concluded implanted without issue. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The investigation is being reopened because the patient has been revised and additional information has become available. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges that patient has experienced injuries to her hip joints, including erosion of the acetabulum, femur and surrounding structures, resulting in severe pain and a limp; metallosis; fluid buildup in her bilateral hips, requiring aspirations; and pain.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Medical records and x-rays were provided and reviewed. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.